Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the 13 lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing and the sterilization dosage was within set parameters. The lots passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions including itching. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The (B)(4) of the dialysis facility reported the patient experienced hypotension and dizziness approximately 20-45 minutes after hemodialysis treatment was initiated. According to the (B)(4), when the reaction occurred, the patient's blood was returned and the symptoms resolved. The treatment was restarted using a new fresenius optiflux 160nre dialyzer. The treatment was able to be continued and successfully completed without any further issue. The physician ordered a dialyzer change after three treatments which required the dialyzer be switched shortly after the therapy was initiated. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. The patient has continued receiving hemodialysis treatments using another manufacturer's device with no further issues being experienced since the dialyzer was switched. There is no documentation in the medical record supporting a possible association between the optiflux 160nre dialyzer and the event of hypotension and dizziness. Medical records did not contain progress notes, physician orders, medication records or additional laboratory results for review.

Event description:
Hemodialysis orders from (B)(6) 2016 included optiflux f160nre, 2 potassium, 2.5 calcium, 1 magnesium, 100 dextrose, 137meq/l sodium, bicarbonate machine setting 35meq/l, dialysate flow rate autoflow 1.5, blood flow rate 350, scheduled hours 4, estimated dry weight 54.50kgs. Machine setup from (B)(6) 2016 included fresenius 2008k, machine conductivity 14.0, meter conductivity 14.0, ph 7.0, machine temperature 36.0 degrees celsius, pressure holding test passed, high flux verified, air detector armed, alarms verified, no bleach. At 1842, hd treatment was initiated. At 1935, venofer 100mg was administered via ivp route. At 2006, mircera 150mcg via ivp route and calcitriol 0.250mcg via oral route was administered. At 2240, the treatment was completed, 900ml ultrafiltration goal was achieved, and the patient was reinfused.

Manufacturer narrative:
(B)(4). The post market surveillance department has received patient medical records and treatment data sheets for review. Both a clinical investigation (ci) and a plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The clinic manager (cm) of an outpatient dialysis facility reported a patient experienced hypotension and dizziness approximately 20-45 minutes after hemodialysis treatment was initiated. According to the cm, when the reaction occurred, the patient's blood was returned and the symptoms resolved. The treatment was restarted using a new fresenius optiflux 160nre dialyzer. The treatment was able to be continued and successfully completed without any further issue. The physician ordered a dialyzer change after three treatments which required the dialyzer be switched shortly after the therapy was initiated. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. The patient has continued receiving hemodialysis treatments using another manufacturer's device with no further issues being experienced since the dialyzer was switched.